Event description:
Reporter calling, stating she was "not feeling too good" and experienced feet and ankle swelling, pressure, and pain while walking after receiving an iron infusion on (B)(6) 2022. Reporter states she has anemia and a "low blood count" and was directed to receive an iron infusion. She states this was her very first infusion she has ever had, and that upon walking out of the infusion center she immediately experienced adverse symptoms. After sitting down to gather herself, she proceeded to the emergency room for treatment, where benadryl was administered.